Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use. The customer reported that the arm was dropped on the floor in the decontamination area, and it cracked the housing area on the instrument. The customer confirmed that no pieces of the arm fell inside of the patient and that there was no patient involvement regarding the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 2.32mm x 1.42mm in size. Due to the broken molded insulator, a detached fragment was observed that was not returned with the instrument. The instrument was also found to have scratch marks and abrasions on the tube adapter. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that during central processing, the monopolar curved scissors instrument was damaged at the tip. No known impact or patient consequence was reported.